Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer identified that the system would not boot up and prs was offline. The field service engineer (fse) went onsite and confirmed that the boot up issue was caused by faulty host pc hdd. The philips engineer replaced hard disk and system was returned with full functionality. However, the issue reoccurred due to faulty hdd bay and fse replaced host pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.